Event description:
It was reported that during an unk procedure that the device could not fire. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.